Event description:
It was reported that a physician's dell x5 handheld device would freeze during interrogation. The physician stated that this issue has been occurring for several months. A replacement handheld was sent to the physician per his request. The dell x5 in question has been returned to the MFR and is currently undergoing product analysis.